Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 221, 210 and 225 mg/dl (all non-fasting). The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, back to back blood tests were performed by the customer non-fasting and produced test results of 221 mg/dl and 225 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/28/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 142mg/dl (B)(6) 2016 08:00 am fasting:yes, 205mg/dl (B)(6) 2016 02:58 pm fasting:yes, 145mg/dl (B)(6) 2016 07:50 am fasting:yes, 124mg/dl (B)(6) 2016 06:36 am fasting:yes, 137mg/dl (B)(6) 2016 08:08 am fasting:yes. Memory concerns:high results.